Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a suction catheter would not move forward smoothly into a portex blue line ultra suctionaid tracheostomy tube. The patient had no change in vitals signs and did not desaturate at any time. This incident was observed by medical personnel during scheduled care. It is unknown if the patient is ventilator-dependent and unknown if device was tested prior to use. No patient injury was reported.

Manufacturer narrative:
Two used 10.0mm cuffed suctionaid tracheostomy tubes were returned for investigation. The devices were received inside a plastic bag without their original packaging. A review of the device history record, relevant to the reported lot, found no abnormalities or issues during manufacturing. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. During functional testing, a suction catheter was introduced into the tracheostomy tubes to inspect for any obstructions; no obstructions were observed and the suction catheter passed through the tracheostomy tubes. An obturator was then fitted into the tracheostomy tubes; the obturator was able to pass smoothly through the tracheostomy tubes and no obstructions were observed. Investigation found that the devices operated as intended and no fault was found. (B)(4).